Event description:
The customer reported that the device did not recognize the therapy cable.

Manufacturer narrative:
(B)(4). The customer reported that the device did not recognize the therapy cable. There was no report of pt impact or involvement. A philips field service engineer evaluated the device and verified the reported symptom. The therapy pca was replaced to resolve the issue.